Event description:
It was reported that, on an unknown date, that a pin was bent and not locking in on the helical blade inserter. It was reported that a screw snapped off. It was also reported that subject device did not malfunction during surgery while being used on a patient. The event did not contribute to death or serious injury. No further information is available at this time. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Review of the device history records showed that there were no issues during the manufacture of the product that would contribute to this compliant condition. There are no known ncr's associated with this part and lot number. Subject device was received with a snapped screw. The cause of the damage is unknown. The alignment piece was replaced. This item was repaired and returned to the customer. Placeholder.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. Subject device was received with a pin bent and not locking in, and a screw snapped off. The item was previously returned for service due to the item being bent and due to a damaged component. The previous service conditions of bent and damaged component are relevant to the current complained issue.